Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was just over 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had post-reset ram crc alarm. Customer stated that they were able to clear the alarm. Customer was able to rewind the pump. Customer stated that the insulin pump was off and when they started insulin pump up it displays the medtronic logo then it fades and was frozen on the medtronic logo in a faint display. Customer reports the time clock does not advance. Customer stated that the frozen display recurred. The device will not be returned for analysis. Frn-unk-rsvr; unomed inf set.